Manufacturer narrative:
Single reporter exemption #e2015018. Investigation of returned guidewire revealed that the core wire was broken at middle brazing, and the trace of breakage due to repeated bending force was observed on it. Inner coil and outer coil was found stretched and broken, outer coil was thought to be pulled apart off at 25mm from tip end. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Based on the provide information and outcomes of the investigation of returned device, it is presumed that the guidewire tip was exposed to repeated bends in the vessel, and the core wire was broken off when the accumulated bending force exceeded the product design limit. Coil and inner coil was stretched and elongated along with removal manipulation of the guidewire, finally pulled apart with force. Warning section of the IFU describes; - if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside vessel. -never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip.

Event description:
During retrograde cto at #1 of rca, subject guidewire was advanced to #3 via septal collateral supported by micro catheter. In order to perform angiography, guidewire removal from the microcatheter was attempted, however irregular feeling was noticed, so that the devices were removed out as a unit. Guidewire was found broken at the distal end, and the coil was elongated. Broken fragment of the guidewire was elongated to the aorta, so that removal by snare was attempted. Part of the fragment could be removed, some other part could not and remained in the pt's anatomy. Reportedly, additional pci was conducted to the pt one week later, however the remained portion could not be taken out from the anatomy.

Manufacturer narrative:
(B)(4)